Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative non-union/malunion development is unknown. This report is for unknown quantity of unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery took place on (b)(6 2018 due to a nonunion/malunion. During the revision surgery, the surgeon took out the non-locking fusion plate and cortex screws and replaced them with a new locking plate and new cortex screws. The revision was completed successfully with no harm to the patient. This report is for unknown quantity of unknown cortex screws. This is report 2 of 2 for complaint (B)(4).